Event description:
Reporter alleged blood glucose monitoring device read "hi" however took extra insulin and within minutes passed out. It was reported 911 wa called and emergency medical technicians (emgs) tested on their meter with a reading of 25 mg/dl. Reporter state being treated with a glucose IV, however, did not go to the hospital. Reporter indicated having symptoms of low glucose prior to passing out. A request was made for the return of the suspect device and replacement product was sent.